Event description:
According to the reporter, during ablation of lung metastasis, the patient's liver ruptured, resulting in bleeding. The patient had to be transferred to semi-intensive care to monitor and control the bleeding. The bleeding started immediately after the liver ruptured and abrupt release of the gas and lasted for 30 minutes, until the doctors improved the situation. Today the patient will undergo further tests. The bleeding has no specific vessel but rather the whole area of the ablation. Surgeon used percutaneous approach. The treatment was phased with pre-cooking (45 watts/1 minute) and a single treatment cycle (100 watts/10 minutes). The lesion was around 2cm long and was in segment viii. Surgeon didn't have any positioning difficulties, the injury (tumor) wasn't in a critical area. Surgeon believed that the antenna was delivering the energy all at once, causing the tissue to accumulate the energy that causes the explosion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation of lung metastasis, the patient's liver ruptured, resulting in bleeding. The patient had to be transferred to semi-intensive care to monitor and control the bleeding. The bleeding started immediately after the liver ruptured and abrupt release of the gas and lasted for 30 minutes, until the doctors improved the situation. Today the patient will undergo further tests. The bleeding has no specific vessel but rather the whole area of the ablation. Surgeon used percutaneous approach. The treatment was phased with pre-cooking (45 watts/1 minute) and a single treatment cycle (100 watts/10 minutes). The lesion was around 2cm long and was in segment viii. Surgeon didn't have any positioning difficulties, the injury (tumor) wasn't in a critical area. Surgeon believed that the antenna was delivering the energy all at once, causing the tissue to accumulate the energy that causes the liver to rupture. Currently, patient is well and has already been discharged.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: b5 correction: g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation of lung metastasis, the patient's liver ruptured, resulting in bleeding. The patient had to be transferred to semi-intensive care to monitor and control the bleeding. The bleeding started immediately after the liver ruptured and abrupt release of the gas and lasted for 30 minutes, until the doctors improved the situation. Today the patient will undergo further tests. The bleeding has no specific vessel but rather the whole area of the ablation. Surgeon used percutaneous approach. The treatment was phased with pre-cooking (45 watts/1 minute) and a single treatment cycle (100 watts/10 minutes). The lesion was around 2cm long and was in segment viii. Surgeon didn't have any positioning difficulties, the injury (tumor) wasn't in a critical area. Surgeon believed that the antenna was delivering the energy all at once, causing the tissue to accumulate the energy that causes the liver to rupture.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation of lung metastasis, an explosion (pop) occurred in the tumor. The patient had to be transferred to semi-intensive care to monitor and control the bleeding. The bleeding started immediately after an abrupt release of the gas and lasted for 30 minutes, until the doctors improved the situation. Today the patient will undergo further tests. The bleeding has no specific vessel but rather the whole area of the ablation. Surgeon used percutaneous approach. The treatment was phased with pre-cooking (45 watts/1 minute) and a single treatment cycle (100 watts/10 minutes). The lesion was around 2cm long and was in segment viii. Surgeon didn't have any positioning difficulties, the injury (tumor) wasn't in a critical area. Surgeon believed that the antenna was delivering the energy all at once, causing the tissue to accumulate the energy that causes the rupture. Currently, patient is well and has already been discharged.